Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had air leakage and could not do airway closure. It was indicated that the patient was re-cannulated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. An inflation/deflation test was performed. A visual inspection was performed and it was observed the cuff presents a small tear, the failure mode tear in cuff is confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.